Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
Additional information from the healthcare professional (hcp) reported the patient did well and had procedure with stage I and ii interstim. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient. The patient reported that the wire kept getting twisted and caught. The patient noted that it was not easy for them to pull their pants down and they unhooked themselves. The patient noted that it did not help the night before report and that they could not sleep. The patient stated that the device was not working and that their symptoms were the worst. The patient noted that they couldn't wipe and was wondering if the battery was out because there was nothing coming up on their controller. The patient stated that the lead had come unhooked from the external neurostimulator and that they would call back after having their daughter assist with plugging it back in. Additional information as received from the patient on (B)(6) 2017. The patient reported that they had a lot of trouble using the programmer the night before report and had to have their daughter help. The patient was asked if they were getting an error screen which they denied twice. The patient was advised to keep in touch with their healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported "medtronic is broken" and that their doctor tested it but is still did not work as a stimulator or healing mechanism. No further information reported.